Manufacturer narrative:
Attempts are being made to obtain this information from the hospital. If the information becomes available, it will be included in the follow-up report.

Event description:
Customer reportedly had difficulty manually ventilating the patient. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.